Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided. G4: premarket identification k013227.

Event description:
It was reported that the mount couldn't be removed from the implant at tooth site #25. Doctor had to proceed with another implant. No impact on the patient reported.